Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that foreign material was exiting from the auxiliary water channel. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of clogging of the auxiliary water channel and issue of shadow on endoscopic image. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that foreign material was exiting from the auxiliary water channel. This medwatch is being submitted for the presence of foreign material found in the auxiliary water channel during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event date of the customer reported event is unknown. Reprocessing information provided: an air water channel cleaning adapter is being used for pre-cleaning which is performed immediately after a procedure. The endoscope channels are being brushed during manual cleaning cleaning and disinfection (using oer) according to the instruction manual. Automatic endoscopy reprocessor (aer) used is oer series. There are no issues reported for the aer. Detergent and disinfectant used with the aer are not known. The endoscopes are dried and stored after reprocessing. No details are provided.

Event description:
Addendum nov 28, 2022: when the customer reported event is not known, but there is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to be presumed further, and the foreign material could not be definitively identified. The reprocessing method at the user facility was implemented in line with the instructions for use. Olympus will continue to monitor field performance for this device.